Manufacturer narrative:
(B)(4).

Event description:
The pt experienced anterior stimulation in the torso. Troubleshooting was attempted and the device was reprogrammed. He was still not happy with the stimulation. It was later reported that the event was attributed to the lead. The lead was explanted. Pt outcome was noted as no injury.